Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro nose cone has a hole (dissection tip) a new accessory kit was used to complete the procedure. There was no delay. There was no patient harm.

Manufacturer narrative:
Tw#: (B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 08/04/2025. An investigation was conducted on 08/13/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the returned dissection tip. A photo test was conducted. There was no hole observed in the tip of the device, however, there were scratches observed on the image as well and the image was not clear. Based on the returned condition of the device as well as the evaluation results, the reported failure "break" was not confirmed, however the analyzed failure "poor quality image" was observed. The lot # 3000485411 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.